Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the cup. Review of complaint history found no additional related issues for this item and the reported part and lot combination for the shell. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the custom flange left hip arthroplasty with gradual lateral shift of the superior flange and suspected superior screw loosening on the 6-month image. Old screw fracture tip within the acetabulum. This complaint was confirmed based on the mmi report confirming the shifting of the implant. It is unknown if the fractured screw within the complaint description is in reference to a new fractured screw, or the old, fractured screw as referenced in the mmi report. A definitive root cause cannot be determined. It is the surgeon's discretion on placing implants, and if the screw that was not placed was deemed necessary during surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip surgery approximately seven months ago. The surgical technique was used; however, one screw was not inserted into the posterior distal screw hole of the iliac flange at that time. Recently, the patient had acute pain and a shifting or movement in the lower back when straining on the toilet. This pain resolved over a week or two, but then a week or so later, the patient experienced a sharp buttock pain with any weightbearing. It was reported that the implant has loosened and shifted significantly. The iliac flange pulled out of ilium and the component rotated posteriorly about the ischium. There is also a broken screw in ischium. Reportedly, the implant did not break, it just loosened, and seems to partially be a bone problem. Subsequently, the patient is being considered for a revision on an unknown date. No additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report:0001825034-2024-00098. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.